Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported poor mechanical connection could not be confirmed. Additional testing was performed and involved exposing the controller to temperatures between 30oc to 40oc to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. As a result, the reported lack of a "no power" alarm could not be confirmed. Log file analysis revealed a controller power up event on (B)(6) 2017 at 10:33:55. The data point prior to the loss of power revealed that an adapter was connected to power port one and bat511694 was connected to power port two with 87% relative state of charge (rsoc). The data point recorded after the loss of power revealed that an adapter was connected to power port one and bat511694 was connected to power port two. The controller was without power for a maximum of 14 minutes and 11 seconds. As a result, the reported loss of power was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that there was an incident of no power for approximately one minute when the nurses were exchanging the power source. It was noted that the patient was hemodynamically stable and fully conscious at the time. An alarm was not heard and there was no message on the controller. The patient's mean arterial pressure (map) dropped and they became dizzy and felt faint. The power cable connections were found to be not secure. The power cables were reconnected and the pump restarted. Log files show a power up event. The patient returned to normal hemodynamic status. The controller was exchanged. During exchange there was no no-power alarm during double power disconnection. No further patient complications have been reported as a result of this event. It was reported a loss of power with no sound and no message on controller display during a power source exchange. Additionally, the power source cables were not secured on the controller. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned.  Applicable risk documentation and experience with events of poor mechanical connections were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure.  The controller, however, was not returned for evaluation. Analysis of the event log files revealed a controller power up event with an associated motor start event on (B)(6) 2017. Fifteen (15) minutes before the loss of power, the controller was connected to a controller ac adapter on power port 1 and (B)(4) with 87% relative state of charge (rsoc) on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to the same power sources which capacities were logged as "203" and "202," this observation indicates that the power sources experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and power sources had occurred. Based on the available information, the loss of power may have occurred due to a double disconnection of both power sources, given that reported event states that power sources were physically disconnected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary:the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. However, additional testing was performed and involved exposing the controller to elevated temperatures to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm". The reported poor mechanical connection and no sound could not be confirmed as the controller performed as expected. Analysis of the event log files revealed a controller power up event with an associated motor start event on (B)(6) /2017. Fifteen (15) minutes before the loss of power, the controller was connected to a controller ac adapter on power port 1 and (B)(4) with 87% relative state of charge (rsoc) on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to the same power sources which capacities were logged as ¿203" and "202,¿ this observation indicates that the power sources experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or that a momentary disconnection between the controller and power sources had occurred. Based on the available information, the loss of power may have occurred due to a double disconnection of both power sources, given that reported event states that power sources were physically disconnected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was an incident of no power for approximately one minute when the nurses were exchanging the power source. It was noted that the patient was hemodynamically stable and fully conscious at the time. An alarm was not heard and there was no message on the controller. The patient's mean arterial pressure (map) dropped and they became dizzy. The power cable connections were found to be not secure. The power cables were reconnected and the pump restarted. Log files show a power up event. The patient returned to normal hemodynamic status. The controller was exchanged. No further patient complications have been reported as a result of this event.